Event description:
(B)(6) study. It was reported that a pericardial effusion and pericarditis occurred. A left atrial appendage (laa) closure procedure was performed and a 27mm watchman flx laa closure device was implanted with a complete laa seal with deployed device diameter of 21.9 mm. On (B)(6) 2021, one day post procedure, the patient developed chest pain. The patient was diagnosed with pericarditis and pericardial effusion. The patient was administered intra-venous toradol, a non-steroidal anti-inflammatory drug, colchicine, an anti-inflammatory drug, and fluids. A transesophageal echocardiogram (tee) revealed a trivial pericardial effusion without tamponade physiology, ejection fraction of 60-65%, the left atrium was moderately enlarged and the watchman device was well seated. The right ventricular size was moderately enlarged and no significant atrial septal shunt was detected by doppler. A less than 3mm bidirectional atrial septal shunt was also noted. The patient was discharged on aspirin and apixaban and will schedule a follow-up on an outpatient basis. On (B)(6) 2021, the patient presented to the cardiology clinic on an outpatient basis with complaints of shortness of breath, palpitations and hypotension. Echocardiography revealed ejection fraction of 50-55%, small size of pericardial effusion was noted with no evidence of increased intrapericardial pressure, less than 25% variation through the tricuspid valve, and left ventricular size and left ventricular systolic function were normal. Digoxin was started and follow-up was recommended on an outpatient basis. At the time of reporting, these events were considered to be ongoing.